Event description:
During onyx injection, it was reported onyx was not seen exiting out the tip of the catheter. No pt injury reported. Same event as MDR # 2029214-210-00109.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 19 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization exceeding the limits of the catheter. Eval result: catheter rupture. (B)(4).